Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician deployed the aortic extender component while pushing toward the outer curvature of the aorta. Reportedly it resulted in moving the device proximally. After implantation, it was confirmed that the superior mesenteric artery and both renal arteries were covered by the proximal part of the device. As treatments, bare stents were placed both in the superior mesenteric artery and the left renal artery. Blood flow into both arteries were recovered. However, the wire cannulation into the right renal artery was not successful. A rescue stenting could not be performed for the right renal artery. The patient was decided to be monitored.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.